Manufacturer narrative:
Additional information received on 18 may 2016 and includes: after further investigation, it was determined this was a revision of non-medacta products. On 27 may 2016 the complaint has been deleted from medacta database due to the following reason: no medacta products involved in the complaint. Follow-up activities closed. No further information available.

Manufacturer narrative:
On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: partial (tibial) revision on a cemented tka. The date of primary operation is not known. Only one x-ray is available, date unspecified, but it's likely to be the post-primary. It shows that a larger baseplate could offer better coverage of the lateral tibia. So the root cause cannot be identified with certainty but insufficient lateral coverage may have contributed. There is no reason to suspect a malfunctioning device caused the problem. Batch review performed on (B)(6) 2016. Lot 153507: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The surgeon determined the loosening was due to aseptic loosening of the tibial base-plate. The surgeon revised the tibial base-plate and the poly. The surgery was completed successfully. X-rays are available. Explants are not available.